Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the patient experienced a blood glucose of 400 mg/dl with extreme drowsiness, confusion, and symptoms of dehydration associated with the buttons on the keypad being under-responsive. It was reported that the up arrow, down arrow, and ok buttons were under-responsive and allegedly caused an under delivery of insulin. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the patient¿s blood pressure medicine may mask the symptoms of hyperglycemia. This complaint is being reported because the patient allegedly experienced hyperglycemia due to the buttons on the keypad being under-responsive.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.